Manufacturer narrative:
Unable to verify the failed battery alarm or perform operating currents testing due to no button response. The pump was received with no button response due to an unlocked lcd keypad connector. The pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 135 mg/dl. Customer reported that insulin pump was dropped during upload while at the doctor's office. Customer states that there was no sign of physical damage. Customer was not able to complete troubleshooting due to buttons no longer responding. Customer was advised that insulin pump would need to be replaced.